Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent called to report that they had received hazard alarms from the pod. The parent answered yes to having to seek medical attention; however, no information was provided. The parent could not recall the exact message but states it displayed to deactivate the pod. Further information on the event has been solicited but was not provided. If additional information on the event becomes available it will be submitted in a supplemental report.